Event description:
Related manufacturer reference number: 2017865-2025-11811. It was reported that the patient presented to the ER with reports of being shocked. A transmission was sent showing double-counting of r-waves, which resulted in ventricular fibrillation (vf) detection and high voltage shocks. Chest x-ray revealed right ventricular (rv) lead and right atrial (ra) lead dislodgement. Tachy therapy was disabled. On (B)(6) 2025, the patient underwent revision of ra and rv leads. Both the leads were repositioned and fixated without difficulty. The patient tolerated the procedure well in stable condition.